Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and explained that the monitor measures map using an algorithm that analyzes the oscillation envelope and computes systolic, diastolic, and mean pressures, whereas manual calculations often use a rule of thumb formula (map = [2 × diastolic + systolic] / 3), which is less accurate. The rse provided educational material to clarify this difference. Biomed voiced understanding and was advised to share the information with nursing staff. The system met specifications and was returned to use. No device failure was found, and no error codes were encountered. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the earlyvue vs30 indicating that that clinical staff were questioning the difference between the vs30 monitor's measured map (mean arterial pressure) and manually calculated values. The device was in use on patient at time of event, there was no adverse event reported.